Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that per the vad coordinator, the patient passed away unexpectedly due to acute hypoxic respiratory failure. The patient began to have increased work of breathing and oxygen requirements to maintain oxygen saturation above 90%. The patient's respiratory rate increased to ~40 breaths per minute. The patient experienced cardiac arrest during planned intubation and bronchoscopy and aspirated gastric contents.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ lists potential adverse events, including respiratory failure and death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.